Manufacturer narrative:
(B)(4).

Event description:
It was reported by the registered nurse (rn) that the intra-aortic balloon pump (iabp) had a persistent helium loss alarm. The rn stated they have not been able to locate any kinks or blood in the gas tubing. The rn also stated that the pump was swapped out with no change in alarm. The clinical support specialist (css) suggested removing the intra-aortic balloon (iab). As a result, the medical doctor (md) was called in to remove the iab and a new iab was replaced without any difficulty. The pump is now pumping with no alarms. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iab helium loss alarm is confirmed based on the customer picture provided with the complaint report. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the registered nurse (rn) that the intra-aortic balloon pump (iabp) had a persistent helium loss alarm. The rn stated they have not been able to locate any kinks or blood in the gas tubing. The rn also stated that the pump was swapped out with no change in alarm. The clinical support specialist (css) suggested removing the intra-aortic balloon (iab). As a result, the medical doctor (md) was called in to remove the iab and a new iab was replaced without any difficulty. The pump is now pumping with no alarms. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.